Manufacturer narrative:
The patient¿s date of birth was on an unknown date in (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for peritonitis. The cause of the event was unknown. Treatment details, action taken with dianeal therapy, and the patient's recovery status were not reported. No additional information is available.

Manufacturer narrative:
The patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as non-compliance to sterilization technique. It was not reported if the patient was retrained in aseptic technique. On an unreported date, the patient treated with unspecified antibiotics (doses, frequencies and routes not reported) for peritonitis. Fifteen days after the onset of peritonitis, the patient stopped the antibiotic therapy. The patient was recovered from the peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.